Event description:
A barostim system was implanted on (B)(6) 2026. Good incision healing was observed during a follow-up on (B)(6) 2026. The patient experienced symptoms beginning on approximately(B)(6) 2026 of redness and purulence at the chest and neck incision. During a follow-up on (B)(6) 2026, it was noted the patient was experiencing a severe infection and lead pulling in the neck. Cultures were performed, and, while specific culture information was not provided, it was reported nothing alarming was found. Wound irrigation and examination was performed, and the wound was bandaged with a cutimed dressing. In the opinion of the physician, the root cause of the infection was the patient's hygiene habits being inadequate. It was noted while the patient was hospitalized on approximately (B)(6) 2026 that the infection was improving. The patient was discharged, and a follow-up was planned for (B)(6) 2026.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the patient's hygiene habits being inadequate. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and clean room cae testing results were below control limits for the quarter the ipg and csl were manufactured. The device met material, assembly, and quality control requirements. Csl: (B)(4). Manufacture date: 2025-02-05 part number: 100063-211. (B)(4)